Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.25x24 synergy¿ drug-eluting stent was selected for use to treat the lesion. During preparation, after the three-way stopcock and the syringe were connected, air removal was performed. A lot of air was removed, more than the usual, and balloon rupture was suspected. The device was not used on the patient. The procedure was completed with a 2.5x24 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Based on the event description, the balloon ruptured, however no evidence of damage was observed on the balloon. The delivery catheter was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; the balloon inflated to rated burst pressure (rpb) with no issues. The device was deflated with no issues. The deflation time was 3 seconds; this result is within specifications. The bumper tip of the device showed slight damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.25 x 24 synergy¿ drug-eluting stent was selected for use to treat the lesion. During preparation, after the three-way stopcock and the syringe were connected, air removal was performed. A lot of air was removed more than the usual and balloon rupture was suspected. The device was not used on the patient. The procedure was completed with a 2.5 x 24 synergy drug-eluting stent. No patient complications were reported.